Manufacturer narrative:
No adverse patient effects have been reported as a result of this event. Available information suggests that this device remains in service in an eol battery state. Therapy reportedly may be turned off, and the device left implanted, due to the patient's current condition. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) after approximately 71 months of implant due to a charge time greater than 30 seconds, while at a middle of life (mol) battery status, with a monitoring voltage of 2.53 v . The patient is reportedly bed-ridden, and had not had a follow-up device check in a long time.